Event description:
It was reported that signal loss occurred. On (B)(6) 2024, the patient experienced signal loss between 1 and 3 hours, after which they experienced a hypoglycemic event. The signal loss occurred around 3:00am, and when the patient experienced hypoglycemia, he was feeling weak and could not stand. At 9:00am the patient was found unconscious and was brought to the hospital in an ambulance. In the ambulance a fingerstick was taken and the blood glucose reading was 28 mg/dl. The patient was admitted into the intensive care unit (ICU) and received treatment with both glucose and insulin, but the route of treatment was unknown. The patient was also given an unknown psychotropic medication. The reporter stated that it looked as if the patient removed the sensor and turned off the pump when they started to feel bad, but it was difficult to confirm this with the patient as they were unable to provide any information regarding the issue. There was no documentation of further medical intervention. At the time of the report the patient was stable but was still at the hospital. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.